Manufacturer narrative:
All available information was investigated, and the reported leak during prer was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported leak during prep could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During the preparation, triclip steerable guide catheter(tsgc) was unable to hold column during dilator insertion. Troubleshooting was performed and was successful. The tr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects.